Manufacturer narrative:
Medtronic investigation of returned suspect fuses confirmed the reported event. Two fuses presented. Both fuses measured open during continuity testing. The reported issue was confirmed to be caused by an electrical failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 06/01/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Fuses were replaced by biomed/medtronic representative as the reported problem was due to the power cable not being detached when the move of the imaging system occurred. User error. Return requested. Three replacement fuses 15a 250vfast shipped to site 05/31/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while the site's imaging system mobile view station (mvs) was moved with the power cable still attached to the power socket and the strain on the mvs power cable blew fuses. This caused internal fuses to blow and one fuse on the power outlet blew. No further details regarding the damage were provided. Fuses were replaced by biomed/medtronic representative. There was no patient present when this issue was identified.